Event description:
They stated that it would not go through the plastic sheath and that the stent seemed to be bent.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 03-jul-2025 as the complaint no longer meets the description of a reportable incident (can not push the stent through the sheath). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring. Device evaluation the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Review historical data: historical data was not reviewed as the lot number is unknown. Instructions for use and/label: the notes section of the instructions for use, ifu0020 which accompanies this device states the following; ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that prohibit proper working conditions, do not use¿. "Do not force components during removal or replacement. Carefully remove the components if any resistance is encountered.¿ ¿individual variations of interaction between stents and the urinary system are unpredictable.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0020). Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the possibility that the stent became bent as a result of the advancement attempt and which the user seems to have observed as indicated in the complaint description. Another possible root cause could be attributed to handling of the stent prior to insertion. It is possible the stent was mishandled during the preparation stage leading to the stent becoming bent as indicated in the complaint description and resulting in the stent advancement issue through the plastic sheath. As per the instructions for use ¿individual variations of interaction between stents and the urinary system are unpredictable¿. Summary: complaint is confirmed based on customer and/or rep testimony. No patient outcome information was shared. Complaints of this nature will continue to be monitored for similar event.

Event description:
Supplemental report is being submitted as a cancellation report following the completion of the investigation on 03-jul-2025 as the complaint no longer meets the description of a reportable incident (can not push the stent through the sheath). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.